Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe had no scale markings. The following information was provided by the initial reporter: "on the bd 5ml syringe (ref 309646, lot 2040099), the syringes are missing the measurements/label.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe had no scale markings. The following information was provided by the initial reporter: "on the bd 5ml syringe (ref 309646, lot 2040099), the syringes are missing the measurements/label."